Event description:
Drive devilbiss healthcare was notified of an incident involving an electric bed by the caretaker who stated that a fire occurred underneath the bed due to (remote) wires shorting out. Examination of provided pictures, however, shows no evidence of a fire. There was no report or evidence of illness or serious injury associated with the complaint. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.